Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the superficial femoral artery (sfa). After the first attempt of blades up mode, the catheter would not rex back over a non-bsc guidewire. The catheter was entrapped on the guidewire and could not be withdrawn easily. The physician was able to manually pull the jetstream from the patient. A new device, same model, was used to complete the procedure. There were no patient complications and the patient is fine.